Event description:
The monitor displayed an error code e08, this display could not be corrected and the monitoring process was discontinued. The code e08 is a reminder that the fiberoptics need to be replaced on the monitor's connection cable. This code and how to correct the situation is in the directions for use, as well as, on a quick reference card. The quick reference card was designed for attachment to the monitor so that troubleshooting can be performed reducing possible risk to patient.

Manufacturer narrative:
To date, the device involved in the incident has not been received for evaluation. An investigation has been initiated based on the reported information.